Event description:
Health professional reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 141 mg/dl and 501 mg/dl were plotted on a parkes error grid and the results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips.the complaint was not confirmed and no new issues were observed. All results were within the range specification. The reported readings were found in the meter memory within 10 minutes. All pertinent information available to abbott diabetes care has been submitted.